Manufacturer narrative:
(B)(4). The customer has indicated that the product will be returned to zimmer biomet and the investigation is in process. Once the investigation has been completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that there was gray ashes in the sterile package. The event timing was during surgery. There was no consequences or impact to the patient. No adverse events were reported as a result of this malfunction. Attempts have been made and no further information has been provided.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). This medwatch is being filed to relay additional information. The device was returned opened, but unused in the tyvek tray. Visual inspection of the product showed the battery pack was warped on one side and there was gray debris from the battery expulsion coming out of the corner of the pack. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.